Event description:
It was reported that the bronchovideoscope underwent sampling twice and tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. Three attempts were performed to obtain additional information including hygiene microbiological investigation (hmi) results and cleaned, disinfected, sterilized (cds) checklist, but no response was received from the customer to date. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Additional information: please see b3 and b5 for further information this report is being supplemented to provide additional information on results of third -party testing, the device evaluation and legal manufacture's final investigation. Olympus provided the following results of the culture test, performed at the third-party labs: unit used: colony forming unit / milliliter (cfu/ml) sampling date: (B)(6) 2024 sampling from: distal end cfu: n.d. (Not done) bacterial identification: n/a. Sampling date: (B)(6) 2024 sampling from: biopsy channel and suction channel cfu: 0 cfu/ml bacterial identification: n/a. Sampling date:(B)(6) 2024 sampling from: all channels cfu: <1 cfu/100ml(<1 cfu/endoscope) bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be denied the possibility that insufficient reprocessing was conducted on device by deviation from instructions for use (IFU). However, the root cause of reported issue could not be specified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who tough them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device tested positive for 1 colony forming unit (cfu) /100 ml (milliliter) of streptococcus mitisgruppen. It was unknown from where sampling was collected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.